Manufacturer narrative:
Addition information: b5 and f10. B5: the customer additionally reported the seprafilm was applied to the uterine body below the incision of the cesarean section. The surgeon used film was one sheet of seprafilm. After an unspecified amount of time the patient was diagnosed with an intestinal obstruction. Furthermore, the front of the uterus where the seprafilm was applied is the location of the event. Patient outcome was not reported. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who after using seprafilm experienced redness at the site the seprafilm was applied. A cesarean section was performed, and the patient underwent re-laparotomy and irrigation. The reason for the re-laparotomy was not reported. During the re-laparotomy, the uterus was reddened at the site where the seprafilm was applied. The seprafilm itself had become "cheese-like in texture and was removed by scraping it off". The patient¿s outcome was unknown. No additional information was available.